Manufacturer narrative:
Occupation: n/a - other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device jammed after it was stapled within the abdomen and easily removed but not able to reload another staple.